Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital with shortness of breath. It was also reported that the right atrial (ra) lead had occasional atrial undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.